Manufacturer narrative:
A general reagent issue can be excluded as other cassettes of the same lot produced correct results and calibration and qc were acceptable.

Manufacturer narrative:
The alarm trace shows no significant alarms. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable low mg2 magnesium gen.2 results for 20 patient samples from a cobas 6000 c (501) module. The serial number was requested but was not provided. The customer believed the issue occurred when a new reagent cassette was put into use. After the low results were discovered, the customer recalibrated, ran qc and repeated the patient samples. The repeat results were released outside of the laboratory. There was no allegation of an adverse event.